Event description:
A bausch & lomb sales representative received a report from an optometrist where a female patient was diagnosed with fusarium keratitis while using renu with moistureloc multi-purpose solution. On the onset of the event, dirt fell into the patient's eye. She presented to her optometrist's office in 2005 and was referred to a corneal specialist. The patient had an appointment with the corneal specialist on the next day, and was diagnosed with a corneal ulcer. Corneal scrapping and culture confirmed fusarium. The patient was treated with natamycin, viroptic and zymar. She had a follow-up visit on one month later, and the patient had recovered and was successfully wearing contact lenses.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.